Manufacturer narrative:
Cmp-(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised two years post implantation due to traumatic periprosthetic fracture from falling on the road. Osteosynthesis of the fracture with accord wires was performed. Attempts have been made and additional information on the reported event is unavailable.